Event description:
On 8/31/2006, rec'd a report from facility in another country. Approx 1 month after placement of a mic-key low profile gastrostomy feeding tube, the pt vomited blood. An ulcer was found in the proximity to the placement of the feeding tube. Kimberly-clark has no first hand knowledge of the allegation, but is relaying the info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
Investigation: no sample was returned. A review of the device history record was performed for lot #320298 and it was confirmed that all applicable product requirements were met.